Event description:
Pt underwent angiography w/ angio seal, heard a "pop", developed a hematoma and duskiness of the foot just as she was leaving the hospital for home after the procedure. There is concern that the angioseal caused a thrombosis. Clot and gelatinous material that may have been part of the collagen plug was collected during lower extremity angiography days later. Pt went onto needing a fasciotomy for compartment syndrome. The cause of the thrombus formation has not been proven, it is possibly due to the angioseal. Dates of use: (B)(6)2010. Diagnosis or reason for use: closure after angiography.